Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information of a patient death. Patient experienced a drop in blood pressure during positioning for the 5th ablation in the left atrium (the 2nd ablation in the left inferior pulmonary vein). A pericardial effusion was seen on the intercardiac echocardiography. Pericardiocentesis performed to drain the blood from the pericardial sac. Patient's blood pressure remained at 40/20 while physician withdrew 1l and 600ml of blood from the pericardial sac. It was determined that the patient was still bleeding excessively from the effusion and was still hemodynamically unstable. A cardiothoracic surgeon opened patient's chest to access the damage and performed open chest CPR. The patient was pronounced dead. Device 3 of 3, reference MFR report: 3002648230-2014-00172 and 3002648230-2014-00173